Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 19835431.

Event description:
It was reported that the patients spinal cord stimulator (scs) was no longer functioning as intended and the implantable pulse generator (ipg) was not holding a charge. The patient underwent an explant procedure, and all device components were discarded by the medical facility.